Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he wanted to check his insulin pump to make sure everything was working. His blood glucose the night before was 34mg/dl and then went really high but he was unsure how high it went. Customer indicated that he checked his basal rates and ate some food to correct for the low blood glucose. Customer declined to troubleshoot for high and low blood glucose but did troubleshoot for skin irritation. Customer was advised to monitor the pump and would be provided infusion sets but he declined to return the pump.